Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. The customer reported a blood glucose (bg) level of 464 (mg/dl). Manual injection were delivered to address bg levels. The customer was able to turn pump back on.